Event description:
It was reported to philips that the system was randomly reboot itself. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during cardiac chambers (congenital structural heart) procedure. The procedure was completed by moving the patient to another room. Review of the log files shows that the system has not been turned off for many days and the IFU states to turn off the system once a day. Upon troubleshooting, the philips field service engineer (fse) visited the site and found that issue was most likely caused by the facility not rebooting the system regularly. To resolve the issue, fse reinstalled the suit pc software. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.